Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. No air was observed. Microscope inspection showed wrinkles around the heat shrink tubing of the drive cable. Impedance testing showed an electrical open at the distal end of the catheter between 0 and 10 cm from the distal housing. Functional testing showed that the device could flush when the telescope was fully retracted but did not flush when fully advanced.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion, measuring 30 mm in length with a vessel diameter of 3.00 mm, was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation and flushing, the catheter tip was found to be blocked and could not be flushed, preventing proper air removal. During testing outside the body, the catheter displayed a black image and could not image normally. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported. The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. No air was observed. Microscope inspection showed wrinkles around the heat shrink tubing of the drive cable. Impedance testing showed an electrical open at the distal end of the catheter between 0 and 10 cm from the distal housing. Transducer level impedance testing with the microprobe could not be performed due to the condition of the transducer/distal housing. Functional testing showed that the device could flush when the telescope was fully retracted but did not flush when fully advanced.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion, measuring 30 mm in length with a vessel diameter of 3.00 mm, was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation and flushing, the catheter tip was found to be blocked and could not be flushed, preventing proper air removal. During testing outside the body, the catheter displayed a black image and could not image normally. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.